Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023; brand name: vectris surescan; product ID 977a275 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 202. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported noticing that the 'leads moved drastically' and stated that the issue has been present for a long time. Pt reported poor stimulation over the past three weeks and requested a representative to be present at the upcoming appointment. Agent attempted to redirect pt and provide the nas phone number, but pt became escalated. Agent sent a request to the representative in the area to contact pt and provide the nas phone number.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp). When asked if there were any external or environmental factors that led to the leads moving, they stated unknown. The steps that will be taken to resolve the issue will be to do a lead revision, that is yet to be scheduled. The issue was not reported to be resolved due to the surgery still needing to be scheduled.